Event description:
Per the clinic, the patient experienced pain at the implant site subsequent to undergoing a MRI (1.5 tesla). Treatment with antibiotics (type not reported) was attempted; however, the issue could not be resolved. The patient underwent a revision surgery on (B)(6), 2015, which revealed dislodgement of the internal magnet. The magnet was put back into proper position during the same surgery. The implanted device remained insitu at all times.

Manufacturer narrative:
(B)(4): implanted device remains.